Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient states they are having problems with their spinal stimulator. Patient (pt) states it is shocking her ribs and making her legs collapse and shocking her in the base of her sciatic area and making the legs buckle. Patient turned it down and off and read that it sounds like they might have a lead that migrated, but they could try reprogramming. Agent asked when this started and patient states about a week ago. Patient also mentioned her ribs are sore. Patient tried turning it up and got up to walk and felt like frankenstein and had to sit down real quick before they fell. Patient has not had any fall or trauma. Patient was in a lot of pain and wanted to know what to do. Pt states she cannot turn off the stim because she will spasm. Agent advised to try different groups and patient was in group b and switched to group a and increased and was feeling tingling all the way down to her calves which she has not felt in a while. The issue was resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.